Event description:
On june 15, 1998 the hosp reported a telemetry malfunction. "Bleed-over" from another telemetry transmitter caused a "normal" waveform to appear on the channel of a different monitored pt. A "normal" ECG was displayed even though the pt was dead. The sys did not alarm. The hosp considers this a reportable event.